Manufacturer narrative:
Additional information: cec adjudicated the event as causally related to dcb and index procedure, but not related to study catheter and dcb drug coating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx drug eluting stent was implanted in the lad in a patient. One day post index, elevated enzymes were noted which is reported to be related to mi, the mi was in a non target vessel. The investigator assessed that the event was not related to device or to the anti platelet. Patient recovered.

Manufacturer narrative:
Correction: race, ethnicity and patient weight reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It has been reported that the mi occurred in the target vessel, the lad. Cec adjudicated the mi as no event. Film reviewed and no side branch occlusion seen. If information is provided in the future, a supplemental report will be issued.